Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 information received from the healthcare provider, via a company representative, reported that the hcp did not note that a kink was found during the surgery; they only commented on the previously reported fracture. With respect to the volume discrepancy, the hcp could not account for that. No additional information was provided. See manufacturer's report number 3004209178-2016-00499 regarding events related to the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. (B)(4).

Event description:
On 2015-12-15, information was received from a healthcare provider (hcp), via a company representative, regarding a patient who was receiving fentanyl (2000 mcg/ml) at 3500 mcg/day and clonidine (200 mcg/ml) at 350 mcg/day via an implantable pump in simple continuous infusion mode; patient assisted (pa) does were enabled. Indications for use included non-malignant pain/hip. Medical history was not specified and concomitant medications were unable to be obtained. On (B)(6) 2015, the patient was seen for a pump refill and complaints of increased pain. A catheter access port (cap) aspiration was done and was negative. Additionally, there was a volume discrepancy noted of 19 ml versus 5 ml expected, which suggested a catheter kink. In anticipation of a catheter revision, the pump was refilled with the same medication concentrations, but the dosing was decreased by 50% to infuse fentanyl at 1750 mcg/day and clonidine at 175 mcg/day; no change in the pa dose was made. On (B)(6) 2015, during the catheter revision, the catheter was removed from the pump and no return of cerebrospinal fluid (csf) was noted. The catheter was then cut at the spine, with still no return of csf; both the spinal and pump segments were removed. When the spinal segment was removed, the hcp noted a fracture in it; the cause of the fracture was unknown. The explanted catheter was discarded. A new untrimmed company catheter was placed without difficulty to t-10 and the pump was filled with fentanyl (2000 mcg/ml) at 100 mcg/day and clonidine (200 mcg/ml) at 10 mcg/day. A back table prime of 0.3 ml was done to clear the pump tubing, and it was set in simple continuous mode with pa dosing. The issue was reported as resolved as of (B)(6) 2015. As of (B)(6) 2016, the patient had not yet had their first postoperative appointment; therefore, it was unknown if they were receiving effective therapy at that time. The patient was scheduled to be seen in the subsequent 2 week period. Additional information regarding whether or not a catheter kink was found during the revision on (B)(6) 2015, as well as the reason for t he reported volume discrepancy was requested. If additional information is received, a follow-up report will be sent.